Event description:
It was reported that the atrial lead exhibited rise in capture threshold and high impedance. The patient was not symptomatic. The lead was explanted. The tricuspid valve was damaged during the lead extraction. The patient was in a stable condition throughout the procedure.